Manufacturer narrative:
(B)(4)

Event description:
It was reported that excessive battery depletion was observed on the device. Patient was seen earlier in the year with good longevity of the device. Patient returned to the clinic after receiving several shocks. Upon interrogation premature battery depletion was observed. No programming changes were made. Device will continue to be monitored until it reaches eri. Patient's condition was fine before and after interrogation. Patient is scheduled for a follow-up clinic visit at which replacement of device was suggested when device reaches eri.

Event description:
New information received: longevity of the device was shown to be for five years. Physician opted to monitor the device remotely via merlin.net transmission.

Event description:
New information received notes bpa. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Bpa was triggered on (B)(6) 2017. The patient was stable pre and post-procedure.